Manufacturer narrative:
Correction: h6 health effect - clinical code should be 2330 - discomfort.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, the right ventricular lead exhibited noise. During the procedure, visible insulation damage was noted and the noise was reproducible. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Event description:
New information noted that the right ventricular lead exhibited extra cardiac stimulation.